Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated. -

Event description:
Allegedly, patient was revised due to a suddenly modular neck breakage.